Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) insulation was found to have an insulation breach. The physician elected to repair the rv lead with a suture sleeve. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5152391.